Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 309657 batch#: 1357031. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "one brown material was observed inside bd 5ml syringe near 3ml line." Verbatim: rcc received a complaint via email. Email(s) attached. One brown material was observed inside bd 5ml syringe near 3ml line. The brown material was approximately 2mm x 1mm in size. The material stayed at the same location even after plunger of the syringe was pulled. The syringe was cut, and the brown material was found to be completely embedded within the syringe wall. No chemistry analysis was performed since the brown material was completely embedded within the syringe wall. Part#: (B)(6). Lot#: 1357031.

Event description:
Post investigation findings revealed that one sample and four photos of a 5ml luer-slip syringe were received and evaluated, however, this does not match the initially reported batch 1357031 and material 309657, which is a luer-lok syringe. Investigation was completed on the returned 5ml luer-slip syringe, however, the material and lot numbers of this sample are unknown.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. Post investigation findings revealed that one sample and four photos of a 5ml luer-slip syringe were received and evaluated, however, this does not match the initially reported batch 1357031 and material 309657, which is a luer-lok syringe. Investigation was completed on the returned 5ml luer-slip syringe, however, the material and lot numbers of this sample are unknown. One sample and four photos of a 5ml luer-slip syringe were received and evaluated. However, this does not match the reported batch 1357031 and material 309657, which is a luer-lok syringe. The sample of one loose 5ml syringe was cut in pieces with a small chunk cut-out containing discoloration in the barrel consistent with embedded foreign matter. Two of the photos show one loose syringe, and two photos show the cut-out chunk described above, with all having the discoloration described above. The condition observed is non-conforming per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The batch number for the returned sample and photos is unknown, therefore defective rate cannot be identified. The batch number is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.